Manufacturer narrative:
(B)(4). Field service technician on site reported the customer spilled IV solution on the device which ingressed into the rear components and caused a short out of a drawer controller board.

Event description:
Customer reports seeing visible smoke from the back of a pyxis anesthesia es system during a procedure. No harm caused to patient or user.